Event description:
It was reported that the cartridge was not fitting properly on the pump. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.